Manufacturer narrative:
Bayer product analysis received and examined the subject injector head. Visual examination found extensive contrast residue and resulting corrosion in several areas of the injector head back panel and connectors. Further examination of the injector head connector and the heat maintainer connector found extensive thermal degradation of the heat maintainer connection system components. Product analysis determined the cause of the reported problem to be an accidental spill of conductive contrast media entering the connection system which created a current path between the conductors. As a result, a high current condition was created which caused material deformation and degradation of the surrounding plastic connectors and wiring insulation. The stellant operation manual contains the following warning: avoid fluid entry into system components. Note: if contrast medium has leaked inside any component of the system, the affected subassembly should be disassembled and cleaned by medrad service personnel or returned to medrad factory service.

Event description:
The customer reported a flame and smoke at the heat maintainer internal connector on the stellant CT injector head. The injector was powered down and removed from the scan room. No injury or adverse event was reported.